Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump alarm. Customer blood glucose level was 58 mg/dl. Customer stated that critical pump error image was display on the screen. Customer stated that the insulin pump was stopped working. Customer also stated that the battery compartment was overheated. The product will return for the analysis.

Manufacturer narrative:
Device received with cracked battery tube threads and a blank display due to moisture damage on the electronic assembly. Unable to verify no delivery or occlusion alarm during priming, critical pump error (open book image), device heating up or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.